Manufacturer narrative:
Field service engineer (fse) went on site to investigate report that the tabletop lateral movement was not functioning. Fse found that the lateral rail and bearing assembly were severely rusted and seized. Ordered replacement replaced both the rail and bearing assembly. Fse verified proper operation per dr system service checklist qssrwi4.1 and returned unit to the customer for full service.

Event description:
Customer reports the table top got stuck in a position that would not allow them to image the patient. They transferred the (B)(6) year old male patient to another room and completed the ureteroscopy with a c-arm. No reported injury.